Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis noted that the device has body kinked near to the distal section and it has the spring tip detached (spring tip was not returned). The overall length and the outer diameter could not be measured due to the device condition (spring tip detached ). The outer diameter of the middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the rotawire tip broke. A 330cm rotawire was selected for use. During preparation, the physician attempted to remove the device from the hoop with force; however, heavy resistance was observed. Subsequently, it was noted that the tip broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
UDI= (B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the rotawire tip broke. A 330cm rotawire was selected for use. During preparation, the physician attempted to remove the device from the hoop with force; however, heavy resistance was observed. Subsequently, it was noted that the tip broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.